Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed on the following year after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy to have essure removed). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse") and tooth disorder ("dental problems"). The patient was treated with surgery to remove her essure coils, fallopian tubes, and her uterus in 2009. Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, alopecia, dyspareunia and tooth disorder outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, alopecia, dyspareunia and tooth disorder to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed on the following year after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy to have essure removed). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.